Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain. In 2013 the patient's device system was not working properly and the patient was still having pain. An x-ray was performed and it was discovered that the catheter was disconnected. The reporter also stated that the pump was connected incorrectly so all of the morphine going through the pump went through the patient's whole body. The patient underwent surgery in 2013 to reconnect the catheter. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).